Event description:
The patient reported that the keypad ripped off on (B)(6) 2010. The keypad has since become unresponsive.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.